Event description:
The implantable neurostimulator was replaced due to battery depletion. Two days after surgery the patient felt no stimulation sensation and a lack of therapeutic effect. Repeated impedances were noted. Impedances on electrodes 0-3 were 126 ohms. All other combinations had impedances of 2354 ohms. It was also reported that impedances were non-existent. The patient was brought back to the operating room. The pocket was opened and a single adaptor was placed in 2009. This action did not resolve the issue. The hcp planned to implant a new system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.